Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. The patient underwent surgery due to fetal distress. During the process of suturing the skin, the problem of pulling off suture needle happened. After opening the new packaging of the suture again, the above situation occurred again. There were no patient consequence reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/7/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: * were there any patient consequences? --no. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.